Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
It was reported the trial patient was hospitalized for blood clots in their lungs. The issue began four days prior to call. The patient was told to stop taking coumadin five days before implant and then wait five more days after implant. The patient was dehydrated and had a fever. The device was not related to the event. The patient¿s symptoms were ongoing. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.